Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 437 mg/dl. Their blood glucose at the time of the call was 391 mg/dl. Customer had symptoms of thirstiness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer found that their infusion set cannula was bent. Explained that a bent cannula may block the amount of insulin that is being delivered. While reviewing the accuracy of the bolus history, the customer said it did not display all of the bolus entries. Advised the customer to perform a hp test to confirm that the pump can detect an occlusion and they declined because they did not have a tubing clamp. They tested their blood glucose again and it was 356 mg/dl. The insulin pump will not be returned for analysis.